Event description:
The customer reported the volume delivered while in use on a patient was higher than the volume setting. The manufacturers service technician reported during testing of the device the tidal volume set on the ventilator was 300ml and the delivered volume observed was 523ml. The service technician reported that flow accuracy testing of the oxygen flow sensor failed out of specification. The service technician replaced the oxygen flow sensor to address the finding. Extended self testing and performance verification testing was completed and passed to operating specifications. An increased volume may result in an overpressure condition in the lung which may result in barotrauma. The user must set the device alarm limits appropriately for awareness of any volume or pressure changes as set or delivered to the patient.

Manufacturer narrative:
Oxygen flow sensor.